Event description:
During placement experiencing difficulty getting past the shoulder, after several attempts decided to abort and go to the other side. Pulled the PICC line out and noticed that the stylet was protruding out of the end of the PICC line, the stylet was taped on the opposite side. On further examination. It was found that 2 inches of the stylet was broke from the rest of the stylet. This was quite scary, considering that if this was a successful procedure we would of left the PICC in place, pulled the stylet out and the loose 2 inches of stylet would have been at the end of the PICC and eventually would have been loose in the pt.

Manufacturer narrative:
The complaint of a break in the 3cg stylet was confirmed, but the cause remains unk. The product returned for eval was the distal magnetic segment of a 3cg stylet. The sample measure approx 1.9" in length and appeared to contain a kink approx 1.6" from the distal tip. Dark red residual material was observed near the break site. Microscopic examination was performed on the fracture surface of the break site. The fracture surface appeared rough and granular. There was a circumferential variation in the wall thickness of the polyimide tubing. The thinnest region measured approx 0.000512" while the thickest region measured approx 0.001942". It is possible that the variation in polyimide tubing wall thickness contributed to the break in the magnetic tip; however, the exact cause remains unk. A lot history review (lhr) of revh0578 showed one other similar product complaint(s) from this lot number. (B)(4).